Manufacturer narrative:
The device was not returned to stryker for evaluation. The reported issue could not be verified, could not be duplicated, and root cause could not be determined. The device remains with the customer.

Event description:
The customer contacted stryker to report that their device are not powering on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device are not powering on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.